Event description:
It was reported by clinspec - the image has decreased drastically in quality and they report some issues with the sherlock connectability.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the image has decreased drastically in quality is unconfirmed. Adjusting the image setting produced a bright and clear ultrasound image from what the customer had set. The root cause of the reported failures is inconclusive as the reported issues could not be reproduced during evaluation.

Event description:
It was reported by clinspec - the image has decreased drastically in quality and they report some issues with the sherlock connectability.